Event description:
After receiving two cordis stents, the patient returned with chest pain and subsequently had a repeat revascularization.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report #9616099-2007-01781. This male experienced restenosis of 2 bx velocity stents implanted as part of the study. Restenosis is a potential adverse event associated with coronary artery disease. Medical history and risk factors that may have increased his risk for mace included hypertension, hyperlipidemia, diabetes, obesity, and a family history of premature coronary disease. The index procedure was performed in the setting of increasing angina. Initial angiography demonstrated "single vessel critical cad with successful ptca". Two bx velocity stents (3.0/18mm and 2.5/18mm) were implanted in the pt's mid-lad. The target site was described as not calcified or tortuous, 75% stenosed, rvd of 2.75mm and lesion length of 30mm. Nine months later, hospital records document revascularization of the previously stented lad with a cutting balloon. The event was described as "successful mid-lad stent ptca with excellent results -no residual - no complications". Follow-up two months later found the pt without chest pain since the last admission, and the event was reported as "resolved". Review of the available info suggests that pt factors (specifically diabetes) may have contributed to the restenosis.